Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 25.5 months later the patient suffered gi bleed. The patient was on dapt 24 hours prior to the event. The investigator and sponsor assessed the event as not related to the device and possibly related to the anti-platelet medication. The event was treated with a change of medication and the patient recovered.